Event description:
It was reported that the scans were inaccurate. They showed high or low readings. Also, the arrow kept telling the customer to go further off the bladder. This issue has occurred on multiple pts and with multiple users of the device. No pt injury was reported.

Manufacturer narrative:
The reported issue was confirmed. The system did show inaccurate high readings but we were unable to confirm the low readings. The dcm was replaced.